Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
The patient reported their blood glucose (bg) level reached 17 mmol/l (306 mg/dl), while wearing the pod between 37 and 48 hours. They reported the pod leaked insulin. When removed from the infusion site (arm), the pod's cannula was found to be bent and blood was observed on the adhesive. The patient reported administering a bolus via an insulin pen and successfully applying a new pod.